Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the bending angle in up direction did not meet the standard value due to wear of angle wire, the up/down knob could not be locked securely due to deformation of forceps elevator lever, the adhesive on the bending section cover had a chip and the right/left knob was deformed. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive three times for pseudomonas aeruginosa. On (B)(6) 2023 testing detected 10-100 colony forming units (cfus) of pseudomonas aeruginosa. Additional testing on (B)(6) 2023 detected less than 10 cfus of pseudomonas aeruginosa, and testing on the (B)(6) 2024 detected 10-100 cfus of pseudomonas aeruginosa. Additionally, the colonovideoscope tested positive on (B)(6) 2023 for less than 100 colony forming units (cfus) of citrobacter freundii complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.